Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a radical rectal cancer surgery. The device could not be fired. The surgeon was able to press the green firing button but was not able to squeeze the handle. The case was completed using a new reload. No patient injury.